Manufacturer narrative:
Other applicable components are: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was voiding less but still too often for the patient, they had a bad night, they were awake all night and they felt like their voids are like a flood. Patient mentioned stim hurt when they sit and lays down, pain was in her right buttocks, lowered stim and patient stated they were comfortable. Patient again stated that the stim hurts when they laid down but they adjusted themselves to a more comfortable position, went over with their several times to lower it if it continues to bother them, had her lower to 1.4, they said they were comfortable. Patient mentioned their stomach got big and blown up and that it came and went, and the wires bother when they used the bathroom. Patient saw improvements but again was uncomfortable when they laid down or sit down from the stim, went over with patient to lower the stim if it bothered them, they were not able to sleep and laying and their back was painful, they got up in the middle of the night to walk it off which made them felt better. Several times, they discussed lowering the stim, lowered to 1.3 with them, each time they use the controller, they thought that it was not working because they saw the lock, patient was confused. Patient also described it as itching and burning, not sure if she was talking about the stim or the tape. Patient mentioned that they were very confused and didn't understand what to do. Patient was experiencing a lot of back pain. Patient met doctor yesterday, per patient, doctor told them that they would be fine. Patient stated that they were not tracking because they had been throwing up and staying in bed the past two days, patient was sick and stop urinating and when they did it heavy amounts, it was ridiculous and they could leave the heave the house because they were scared that they would not make it the bathroom. Patient could not wait until this was over and they did not care anymore. Patient stated that they could not eat, and was not sure what was wrong with them. Their spouse tried to take them to the ER but they refused, the doctor did not help her. Patient stated as long as they could talk, they were fine. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3537. If information is provided in the future, a supplemental report will be issued.